Manufacturer narrative:
To date, the service department has not received a sample for evaluation. Without the sample, a detailed investigation could not be performed and the reported condition of the customer stating formula in the set is not being fed; the pump does not display an error messages. Formula remains at the same level in set hours later, could not be confirmed. Without a sample to investigate, no actual root cause can be determined. Corrective actions are not deemed necessary at this time. If additional information is obtained, or the sample is returned to the service department, we will re-open this investigation.

Manufacturer narrative:
Submit date: 03/21/2016. An investigation is currently underway. Upon completion, a full report will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that the customer had an issue with an enteral feeding pump. The customer states formula in set is not being fed; the pump does not display an error messages. Formula remains at the same level in set hours later. There was no required medical intervention.